Manufacturer narrative:
Lot number - the customer reported that the lot number was dr18e0i49; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set would not prime. The reporter stated that the nurse spiked a glass bottle of albumin into the set and primed the drip chamber; however, the nurse then noted that no solution was flowing through the tubing. The tubing just below the drip chamber was noted to be ¿pinched¿ together. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a kink in the tubing. All components were inspected and correctly placed. Functional testing was performed and device was not able to prime. The reported condition was verified. The cause of the condition was due to human production during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.